Manufacturer narrative:
D4. Lot # - correction - lot # was not included in the initial MDR. H6. Type of investigation - correction - b01 was inadvertently included in the initial MDR.

Event description:
It was reported that the patient has been having an increase in seizures. Patient was having about 3 seizures a month and is now experiencing 1-2 seizures per week. Patient was recently titrated up to 1.625ma. No additional relevant information has been received to date.